Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called because customer was traveling and his insulin pump alarmed button error. Customer's mother now has the device and is trouble shooting the device. Customer's blood glucose level was 138 mg/dl. Customer was on a boat with the device on his pocket, and water splashed on the device. The button error occurred later that night while customer was sleeping. Customer's mother was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer is currently using a travel loaner insulin pump. Nothing further reported.